Manufacturer narrative:
The device was received for evaluation. During functional testing, a blank screen occurred. A service history review was performed and indicated this is a repeat service event. From the past year. The direct cause of the previous servicing was the processor board being loose. All service actions were completed during the last service cycle. The reported condition was verified. The cause of the condition was determined to be a failed input/ output (I/o) board. The io board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted..

Event description:
It was reported that a spectrum iq pump displayed a blank screen. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.